Event description:
A lot of lint came off a towel on the doctor's gloves. There was a significant amount of lint that "his hand looked blue".

Manufacturer narrative:
It was reported that a lot of lint come off a towel on the doctor's gloves. There was a significant amount of lint that "his hand looked blue". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.